Event description:
A technician reported a pt with diffuse lamellar keratitis (dlk) in the left eye, one day following lasik treatment. The pt reported the left eye felt swollen and she was sensitive to light. The pt was prescribed an oral steroid and her topical steroid drops were increased. In a follow-up with the technician, she indicated the event was resolved at the pt's post op exam on (B)(6) 2014.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).